Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical devices: item# 11-363665 36mm cocr mod hd +9mm lot# 358810, item# 010000819 g7 hi-wall arcomxl lnr 36mm f lot# 6014211. Review of invoice history was unable to determine the exact identification of the device involved in the reported event. This report is being submitted for device entered in MDR or: g7 hi-wall arcomxl lnr 36mm f; same as device entered in MDR; catalog number: 010000819; lot number: 6014211; expiration date: mar 23, 2022; UDI: (B)(4); device manufacture date-mar 23, 2017. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 10940.

Event description:
It was reported that patient experienced multiple dislocations after revision procedure to put the hip back in place. Attempts were made to obtain additional information; however, none was available.